Manufacturer narrative:
No further follow up is planned. Evaluation summary a female patient reported that the dose window of her humapen device (unspecified model) was broken. The patient experienced hypoglycemia. The device was not returned for investigation (batch unknown). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen luxura based on the description of the device. All humapen devices are visually inspected at the end of the manufacturing process. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse events and a product complaint, with additional information from the initial reporter, concerned a (B)(6) female patient. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix50; 100 u/ ml) from a cartridge via an unspecified reusable pen (humapen), 12 (no units) each morning and 8 to 11 (no units) each evening subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date in 2001. While she was taking insulin lispro protamine suspension 50%/insulin lispro 50% she experienced dizziness and back pain, due to this she had been hospitalized many times. It was clarified that the dizziness had been caused by hypoglycemia and the back pain had been caused by either diabetes or cholecystitis (the physician was unsure). She did not receive treatment for back pain and dizziness. She was also hospitalized to control her blood sugar. Dates of hospitalization or further details were not provided. Additionally on an unspecified date her fasting blood glucose was at 14 (no units provided). On (B)(6) 2016 the display window of humapen was broken (lot. Unknown (B)(4)) . Information regarding corrective treatments and events outcome was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. The operator of the humapen and his/her training status was unknown. The general device and reported device duration of use was not provided but it started in 2001. If device would be returned, an evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the events of dizziness, back pain and blood glucose increased were related with the insulin lispro protamine suspension 50%/insulin lispro 50% or the humapen. No opinion of causality between the events of possible cholecystitis, possible diabetic complication, non-controlled blood sugar and hypoglycemia and insulin lispro protamine suspension 50%/insulin lispro 50% or the humapen was provided. Update 18-may-2016: additional information received on 16-may-2016 from the initial reporter. Added serious events of hypoglycemia, possible cholecystitis, possible diabetic complication and non controlled blood sugar. Updated the case accordingly. Edit 23-may-2016: added pc number for suspect device. No more changes made in case. Updated narrative. Update 26may2016. Additional information received 26may2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), entered the european and canadian (EU/ca) device information, entered the device medwatch information, and the narrative was updated accordingly.